Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a lost sensor alarm shortly after connecting to sensor. It was found the wrong transmitter ID was programmed. Customer's blood glucose was 450 mg/dl. Customer was assisted in restarting sensor. Customer declined troubleshooting for high blood glucose.